Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block h6: imdrf device code: a150103: captures the reportable event of bands prematurely deployed. Imdrf device code: a050501: captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, when attempting to deploy the bands, the last white band got caught under the sixth band. It was also reported that the bands prematurely deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient inside a plastic bag was provided by the customer and shows the bands were moved from their position, and the band was damaged.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on march 5, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, when attempting to deploy the bands, the last white band got caught under the sixth band. It was also reported that the bands prematurely deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient inside a plastic bag was provided by the customer and shows the bands were moved from their position, and the band was damaged. Additional information received on march 5, 2024: upon opening the package, it was noticed that "the first band was white/grey." It was reported that the speedband superview super 7 was used in the esophagus. It was noted that no difficulty was experienced upon setting up the device. Note: it was reported that "the problem was noticed upon opening the package, "the first band was white/grey" and it was confirmed that the device was also used inside the patient after the customer noticed that the last bands was the white/gray one; however, per the speedbands superview super 7 instructions for use (IFU), it states that: "precaution: do not use if components are broken or damaged."